Event description:
It was reported that when using the bd pyxis¿ es server, the user was not able to access their server. The customer stated that an error message appeared indicating net error cert date invalid and that the connection was showing as not private. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4 serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server was unable to be accessed. A technical support specialist (tss) checked the device and found that the server was bound to an expired certificate. The tss coordinated with information technology (it) to obtain a new certificate, and the information systems engineer generated and bound the new certificate in internet information services (iis). The tss then dialed into the server and verified that the new certificate was functioning correctly, with no warnings in patient enterprise server (pes) or health sight viewer (hsv), resolving the issue. The system functioned as intended after the technical support specialist investigated the issue.